Manufacturer narrative:
The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. The patient¿s calcified anatomy is likely contributed to the infold. However, conclusive cause could not be determined from the limited information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: 2 fluoroscopic cine loops of the implant depth assessment were provided for review. The patient summary was also provided for anatomical review. The cine loops showed that the valve was positioned at target implant depth of 3 mm on the non-coronary cusp (ncc) side (cusp overlap view) and too deep (ca. 1 cm) on the left coronary cusp (lcc) side. The infold seems to have appeared on the lcc side of the valve. The evolut valve frame has its optimal radial force at target implant depth. The radial force decreases with increasing implant depth. The provided images support the high calcium load of the native valves leaflet. Evolut frame infolding can be facilitated by a variety of unfavorable factors, including but not limited to inflow crown overlap during valve loading, excessive leaflet, annulus and lvot calcification. It was not reported how the valve loading went or if a pre-balloon dilatation was performed prior to the procedure. Such information is important to assess the root cause of the infolding. The deep unilateral implant on the left side as well as the calcified valve may well have both contributed to the infold. However, a definitive root cause cannot be determined by the reported images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the infold was noted on the second deployment attempt. The valve was recaptured once because the initial valve depth was higher than the target implant depth. There was no reported procedural delay. No adverse patient effects were reported.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a calcified aortic annulus and abdominal aorta, as well as high bifurcation in the right femoral artery (rfa). During deployment, an infold was observed. The valve and delivery catheter system (dcs) were removed and replaced. A new valve was successfully implanted without affecting the patient's condition. Per the physician, the infold was caused by a lump of calcium near the implant site. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0011767628); product type: 0195-heart valves product ID l-evolutfx-34 (lot: 0011775966); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.